Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the tip cover slipped partially off the monopolar curved scissors exposing some of the orange electrical circuit. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: rep. Stated that the tip cover issue was that it slipped off and fell into the patient. The tip cover was retrieved in the same procedure. The patient did not come back for any additional procedures. No patient injury or harm. The procedure was robotically completed.